Event description:
It was reported that patient was not feeling any difference in her pain levels. Since the permanent implant, she has tried reprogramming multiple times and when she turned the device off did not notice any difference in her pain levels. After the last reprogramming, patient felt dizzy and felt the pain increased. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7148208, UDI:(B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7152750, UDI: (B)(4).

Manufacturer narrative:
E1. Updated to include initial reporter email address. H6. Corrected to include impact codes inadequate treatment and reprogramming of device and device code of application program problem. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Investigation summary: the implantable pulse generator (ipg) and leads are not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history record (DHR): the device history record (DHR) of all components confirmed that the device met all material, assembly and performance specifications. Labeling review: a labeling review was performed for the ipg and leads and it was identified that device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting a spinal cord stimulation (scs) system. Based on the information available, no physical or visual analysis of the product could be performed, and the reported observations have been identified as known risks in this type of procedure; therefore, a conclusion code of known inherent risk of device was assigned to all component investigations.

Event description:
It was reported that patient was not feeling any difference in her pain levels. Since the permanent implant, she has tried reprogramming multiple times and when she turned the device off did not notice any difference in her pain levels. After the last reprogramming, patient felt dizzy and felt the pain increased. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.